Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a competitor system due to an infection. It was confirmed with the cardiology procedure notes that the patient experienced continued drainage of pus from the pocket, despite antibiotic therapy; (B)(6) blood cultures were also revealed. No further patient complications have been reported as a result of this event.